Event description:
It was reported that the halogen light source had completely lost power and the lamp did not emit light. The issue was found during a diagnostic gynecological colposcopy procedure that was completed with a competitor device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.